Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from two non-ortho quality control fluids while using the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on historical quality control data, there was no indication the vitros nt-probnp reagent contributed to the event. Precision testing on the vitros 5600 integrated system concluded the performance of the vitros 5600 system was acceptable at the time the precision was performed. However, it is unknown if the vitros 5600 system was performing as intended when the initial testing event occurred. Therefore, an instrument issue cannot be entirely ruled out as contributing to the event. Pre-analytical sample handling and pre-analytical sample mixup cannot be ruled out as potential contributing factors to this event. The assignable cause of this event is unknown.

Event description:
The customer obtained lower than expected nt-probnp results from two non-ortho quality control fluids (biorad l2= 30.336 versus expected 672.0 pg/ml; biorad l3= 97.352 versus expected 7670.0 pg/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected on patient samples. The non-reproducible vitros nt-probnp results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).